Event description:
I stopped the IV infusion and unattached the tubing from the saline lock hub. The stem stayed in the hub causing blood to backflow freely. I was able to clamp the saline lock tubing, stopping the flow. I then replaced the saline lock set and placed a new tegaderm dressing.